Manufacturer narrative:
Date of initial report: 07/08/2008. The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The report stated that during the surgical procedure, the instrument could not be opened. The site reported the pt was not injured.